Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial# (B)(6). Product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6). The communicator was returned and analysis found the micro usb charge port was loose and rattling and it did not power on after 1.5 hours. The recharging circuitry was damaged as well. The device was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. It was reported that the patient's communicator would not charge. When plugged into the ac power code, it did not show a battery indicator light. The patient tried other cords and outlets, which did not resolve the issue. The patient communicator had not been dropped and had not gotten wet. The patient spoke to someone from the manufacturer the morning of this report and they were directed to call patient services. A request was sent to replace the communicator.